Event description:
It was reported that the needle deployed late. Pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. The data downloaded from the device did not show any timeouts or drive stalls during the run. The device delivered 56 pulses and completed both first and second prime before being deactivated. Investigation found no abnormalities in the needle mechanism. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no issues were observed with the needle mechanism, it could not be determined when the needle deployed. An exact cause for the reported needle deploying late could not be determined.